Manufacturer narrative:
The field service representative inspected the alinity c processing module, serial number (B)(6) and replaced the ict module. Replacing the ict module resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the ict module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the ict module was identified.

Event description:
The customer observed falsely elevated sodium on the alinity c processing module for multiple patients. The ams generated error code 1197, ict reference solution voltage drift exceeds 3ml volt. The following results were provided (reference range 133 mmol/l ¿ 146 mmol/l): sid (B)(6), initial sodium result= 147.77 mmol/l; repeat result= 168.45 mmol/l; repeat on other analyzer= 139.66 mmol/l; additional results provided: potassium result= 4.4 mmol/l. Sid (B)(6), initial sodium result= 165.15 mmol/l; repeat result= 194.27 mmol/l; repeat on other analyzer= 142 mmol/l, 141.37 mmol/l; additional results provided: potassium result= 3.86 mmol/l. Sid (B)(6), initial sodium result= 171.48 mmol/l; repeat result= 164.45 mmol/l, 166.75 mmol/l, 181.46 mmol/l; repeat on other analyzer= 142 mmol/l, 142.44 mmol/l; additional results provided: potassium result= 4.04 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium on the alinity c processing module for multiple patients. The ams generated error code 1197, ict reference solution voltage drift exceeds 3ml volt. The following results were provided (reference range 133 mmol/l ¿ 146 mmol/l): sid (B)(6), initial sodium result= 147.77 mmol/l; repeat result= 168.45 mmol/l; repeat on other analyzer= 139.66 mmol/l; additional results provided: potassium result= 4.4 mmol/l. Sid (B)(6), initial sodium result= 165.15 mmol/l; repeat result= 194.27 mmol/l; repeat on other analyzer= 142 mmol/l, 141.37 mmol/l; additional results provided: potassium result= 3.86 mmol/l. Sid (B)(6), initial sodium result= 171.48 mmol/l; repeat result= 164.45 mmol/l, 166.75 mmol/l, 181.46 mmol/l; repeat on other analyzer= 142 mmol/l, 142.44 mmol/l; additional results provided: potassium result= 4.04 mmol/l . There was no impact to patient management reported.